Event description:
On (B)(6) 2012, the patient contacted animas and reported having issues with air bubbles in the cartridge. The patient indicated that she did not have any issues with her technique. Customer support (cs) reviewed the patient's technique several times and no issues were noted. The patient reportedly tried several different cartridges and she was not able to resolve the issue with the air bubbles. The patient stated that there was something wrong with cartridges and is willing to return one cartridge for investigation. Cs reviewed the pump with the patient and troubleshooting indicated no issues with the device. The patient reported experiencing a blood glucose (bg) value of 400mg/dl with no symptoms. The reported bg excursion does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged air bubble issue with the cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.